Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder, lymphadenopathy. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5085089) that a female patient, of unknown age at the time of event, who underwent primary breast augmentation with a 400cc mentor memorygel breast implant on the left and a 425cc mentor memorygel breast implant on the right, suffered several unexplained systemic symptoms, including anxiety, fatigue, joint pain, insomnia, brain fog, difficulty concentrating, memory loss, limb numbness, vertigo, fever and chills; muscle weakness, temperature and tolerance, sensitivity to light, sensitivity to wound, difficulty swallowing, hair loss, dry skin and hair; slow healing, sinus infections, recurrent illnesses, night sweats, shortness of breath, irritable bowel syndrome, inflammation, fibromyalgia symptoms; chronic fatigue syndrome, swollen lymph nodes, food intolerance, weight gain, mood swings, depression; headaches, ringing in ears, choking feeling, visual disturbances, skin rashes, candida, red chest and bilateral breast pain. As a result, the patient underwent bilateral removal on (B)(6) 2019. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch form is for the left breast prosthesis.